Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: a2dr01 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had complained of decreased energy, and during a device check atrial capture could not be confirmed with the right atrial (ra) lead. In addition the ra lead was found to be oversensing. Later, it was confirmed that the patient was in atrial fibrillation, and so the ra lead was programmed off. No patient complications have been reported as a result of this event.